Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. The left ventricular lead was found to be dislodged. The lead was explanted. The patient was in good condition post procedure.